Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration/dose/frequency via an implantable infusion pump for non-malignant pain. It was reported the patient tested positive for something and was dismissed by her healthcare provider (hcp). The patient missed a pump refill on (B)(6) 2016. The pump was now empty and was critically alarming. The patient had a consult planned with a neurosurgeon at the end of the month to discuss explant. The patient could feel her symptoms returning and her stomach was starting to burn. The patient did not know the dose and concentration of the drug in her pump. The patient was redirected to her hcp to discuss silencing the alarm. It was noted the patient does not currently have a hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.